Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ninety days post implant procedure a growth appeared to have developed at the implantable cardiac monitor (icm) incision site. The skin growth was sent for analysis and the device was explanted. No further patient complications have been reported as a result of this event.